Event description:
The manufacturer received information alleging a ventilator intermittently recognized ac power. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an open condition was found within the device's power cord. The device's power cord was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the power cord. The power cord was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the power cord failing was due to being overstressed causing an intermittent connection.